Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient had a little more pain in their leg than they used to have. Patient said they believed they needed to have some adjustments done to help control the pain better. Agent asked, patient said they noticed the pain returning more almost a month ago. Agent reviewed the role of the rep and the patient was redirected to their healthcare provider to further address the issue. No device issue alleged. Additional information was received from the patient. It was reported that they noted the cause of the return of pain is they need to replace the battery in their back. It will be exchanged on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.